Event description:
Pt having a hysteroscopy procedure, lens from the hysteroscope fell off during surgery, had to be located and retrieved. No harm to pt. Olympus product. Circon 12 degree/7mm hysteroscope. Told pt post procedure.